Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform unexpected error test, occlusion, and the excessive no delivery test due to constant motor error alarm during bolus delivery. The pump passed self-test and all operating current were normal. No unexpected low battery or off no power alarm was noted. The pump was received with minor scratched display window, cracked at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was sitting in a chair and the pump alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.